Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No cosmetic damage noted. Data analysis-there is no data available; due to the insulin pump received without a battery installed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that, around (B)(6), the customer was having difficulty controlling their blood glucose and had dka event, while on a cruise. He did not want to go to the infirmary, and just took care of the issue, himself. The caller also stated that the customer has passed away at home, on (B)(6) 2015. The cause of death was cholangiocarcinoma. The customer's blood glucose, at the time of death, is unknown. The customer was not wearing the insulin pump at the time of death. It had been disconnected two weeks prior to passing. The caller stated that the decision, to disconnect the insulin pump, was made by the doctor and the spouse because of the illness and they saw that the customer could not operate the insulin pump clearly. The customer was not using sensors. The caller stated that they have already returned the insulin pump.